Event description:
The patient noticed the detachment of the needle 9 mm of the infusion kit of remodulin infusion . The patient had to be re-cannulated and the infusion therapy.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).